Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was found unconscious on the morning of the report and was comatose at the time of the report. It is unknown if the patient¿s condition was related to the device/therapy or not. There were no reports of device issues or allegations. There were no further complications reported or anticipated.